Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads have noise and oversensing. It was also reported that the rv lead had prior t-wave oversensing (twos). The rv lead was reprogrammed previously for the twos. Additional information was attempted to be obtained, however, it was not available. The rv lead and ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads have noise and oversensing. It was also reported that the rv lead had prior t-wave oversensing (twos). The rv lead was reprogrammed previously for the twos. It was later reported hat the rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the right atrial (ra) and right ventricular (rv) leads have noise and oversensing. It was also reported that the rv lead had prior t-wave oversensing (twos). The rv lead was reprogrammed previously for the twos. It was later reported hat the rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Oversensing was noted as there were non-sustained tachycardia episodes of less than or equal to 210ms on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940 implantable tachy lead (B)(6) 1999. (B)(4).